Event description:
Customer called stating that their meter was reporting false results. They received a result of 47mg/dl compared to the hosp results of 170mg/dl. An eval of the system was conducted over the phone which determined that they could have been using expired strips. Customer asked to return meter for further eval, and a replacement was provided.